Event description:
According to the information received, this valve was explanted due to an annular abscess with evidence of heart block as demonstrated on echo. Six months prior to explant, the patient experienced bronchial pneumonia but did not seek medical attention. Approximately two weeks before explant, the patient presented to their physician with anemia. The patient was then admitted placed on IV antibiotics and underwent annular abscess repair and aortic valve replacement with sjm 25ahpj-505. The patient subsequently underwent placement of a pacemaker 8 days after the event date, at which time patient was reported to be in "excellent condition".